Event description:
The distributor reported that the keypad buttons do not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). The pump has been returned to animas. The ok and contrast buttons intermittently activate desired pump functions when pressed. All other keys are responsive but do not have normal spring back. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.